Manufacturer narrative:
On 4/17/2018 an update was made to the reported generator catalog #. As such, concomitant product details for the smart ablate generator change from "smartablate¿ system rf generator (us catalog # m490007, serial # unknown)" to "smartablate¿ system rf generator (us catalog # m-4900-107, serial (B)(4))." On 4/20/2018, additional information was received regarding the reported event. It was reported the patient was a (B)(6) male who required emergency re-admission to the hospital as a result of the adverse event. Patient weight was approx. 90 kg at the time of the event. Medical history includes a urostomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician¿s opinion regarding the cause of death is that it was related to the pericardial-esophageal fistula. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no further information regarding generator parameters, generator settings and it was reported that no esophageal injury prevention modalities were used during the procedure. There is no information regarding if the carto 3 system indicated to re-zero the catheter and visitag parameters for stability included respiratory comp, stability time 2.5 seconds, stability distance 3 mm, force-over-time 30%, minimum force 5 grams. Color options used prospectively included ablation index (380 posterior and 500 anterior). There were no issues or errors reported on any bwi products or equipment during the procedure. The serial # of the smartablate system rf generator was also provided as (B)(4). Date of death was clarified to be (B)(6) 2018. Additional corrections include: additional field updates include, date of death updated from (B)(6) 2018. (B)(4) has two complaints that are related to the same incident: (1) MFR # 2029046-2018-01431 for product code d134805 (thermocool®smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2018-01432 for product code m-4900-107 (smartablate¿ system rf generator). (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Bwi concomitant products: lasso® nav eco variable catheter (us catalog # d134301, lot # unknown). Smartablate¿ system rf generator (us catalog # m490007, serial # unknown). Carto 3 (us catalog # unknown, serial # unknown). (B)(4) has two complaints that are related to the same incident: (1) this report for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2018-01432 for product code m490007 (smartablate¿ system rf generator). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator. The patient suffered an esophageal fistula and death. Ablation procedure was successfully completed without complications. On post-procedure day 16, the patient was re-admitted to the facility reporting chest pain. There is no information regarding interventions. Patient subsequently expired. Presumptive diagnosis was atrioesophageal fistula. Autopsy confirmed a pericardial-esophageal fistula. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. The smartablate¿ system rf generator was set on power control mode at 20 watts with temperature of 43 degrees celsius. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the injury was not discovered during the procedure. There is no information regarding esophageal injury prevention modalities. There is no information regarding spi value. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features used included graph, dashboard, vector, and visitag. Parameters for stability used were 2.5 mm and 3 seconds. Ablation index was 380 posterior and 500 anterior. Additional visitag filters included force-over-time (fot) 30%, min 3 grams, ablation index of 10. Color options used prospectively included ablation index. There were no issues or errors reported on any bwi products or equipment during the procedure.